Event description:
It was observed, that during the device evaluation. The subject device exhibited cut on cable. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, it is likely, that the following led to the malfunction: the most probable cause of the complaint was cause traced to component failure, which was expected or random component failure without any design or manufacturing issue a device history record review revealed, no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.